Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient who underwent primary breast augmentation with two 375cc mentor smooth round moderate profile saline breast prostheses, suffered spontaneous left breast implant deflation and left breast capsular contracture; baker grade iii, post-procedure. The complications were diagnosed via physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On july 15, 2021, mentor received additional information indicating that the patient is now diagnosed with bilateral breast implant deflation. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis. Complications on the right breast/implant will be reported under mrn: 1645337-2021-08334.